Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control results were within range and there was no reagent issue evident. It was noted the customer was not following the tube manufacturer's clotting time recommendations. It was noted the customer was not using the recommended sample tube type. It was noted the humidity in the customer's laboratory was not following the recommendation in the analyzer's operator's manual.

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The customer stated the sample was originally tested from the parent tube. The sample was repeated from a pour off tube. The customer stated there were no other issues with this analyzer. The patient's initial hcgb result was 0.173 miu/ml and it was reported outside the laboratory. The doctor called and questioned the result. The sample was repeated the next day on another e601 analyzer. The repeat result was >10000 miu/ml. The sample was auto-diluted and the result was 92997 miu/ml. The customer considered the repeat result to be correct. The patient was not adversely affected by this event. The hcgb reagent lot number was 17160105 and the expiration date was 06/30/2014. The field service representative could not determine the cause of this event. He checked the system and found contamination in the e wash syringe, which he cleaned. He performed a cup holder assembly update. He ran system checks and they all passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.